Event description:
It was reported that the patient fell and had a periprosthetic fracture around the flex stem. Anatomic converted to reverse with a flex stem.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. A review of the device history was not possible because the catalog and lot number were not communicated. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. A review of the labeling did not indicate any abnormalities. The event description notates that the patient fell and had a periprosthetic fracture around the implanted stem which is reason for the revision. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient fell and had a periprosthetic fracture around the flex stem. Anatomic converted to reverse with a flex stem.